Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the serious injury/illness/impairment appears to be related to the operational context of the procedure. The reported patient effects of ischemia and myocardial infraction are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Study case number: (B)(6). It was reported that on (B)(6) 2023, the patient presented with asymptomatic myocardial ischemia with atrial fibrillation. Percutaneous intervention (pci) was performed in a mildly tortuous and mildly calcified 20mm lesion in the right coronary artery. Intravascular ultrasound (ivus) confirmed the lesion and using a 6fr guide catheter, the 2.5x48mm xience skypoint stent was implanted without pre-dilation or post dilation. A slow-flow/no-reflow event was noted during the procedure and intraoperative myocardial infarction was diagnosed. The event resolved during pci. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- a partial UDI was provided as the lot number is not known.